Manufacturer narrative:
The manufacturer has put together an investigation report that looks at the incident history with this and related issues, with complaint history on the issues and a stimulation of abuse leading to and beyond a break in the bolts that hold the lifting arms of a sara 3000 device. This report concludes that "in the face of the evidence gathered, it would appear to be highly unlikely that a sara 3000 could become damaged at the lifting arms to such an extent that the device were to become unsafe, as an unreasonable degree of abuse is required for this to occur." The operating and product care instructions (opi) of the sara 3000 clearly states, "the lifting arm movement is to be monitored for correct trajectory, and the operator is to be ready for possible obstructions." The operator is to make allowances for any obstructions before the transfer. The troubleshooting section includes instructions on what to do should an obstruction occur. There is no significant trend with this issue: two bolts alleged to have broken off on a sara 3000, in the complaints received to date. From the information gathered, it would appear that the description of events is highly unlikely to have occurred as indicated. Medibo strongly advises the staff at the facility to be retrained to the latest operating and product care instructions of the device, with special attention to avoiding obstructions.

Event description:
It was reported that, during transfer, the patient was raised from the toilet and moved towards a wheelchair. At this time the lift arm became detached, indicating two bolts holding the lifting arms in place sheared off. It is indicated that as a consequence, the patient fell back into the wheelchair, without injuries. (B)(4).